Event description:
It was reported that during a low anterior resection procedure, the staples were not deployed at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "lens is rotated" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported that the lens is rotated and does not believe the lens is defective. Additional info has been requested.